Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-03248 pertains to the other device. It was reported to boston scientific corporation that capio opc device was used during an anterior repair procedure performed on an unknown date. According to the complainant, during the procedure, two needles detached inside the patient and were not retrieved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.